Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for a follow-up. The patient reported that on (B)(6) 2011, she obtained alleged erratic blood glucose readings of ''101, 150 and 118 mg/dl'' with the subject meter performed greater than 20 minutes apart from each other. The patient informed the cca that she manages her diabetes with insulin. It is not known if the patient made any adjustments to her medication in response to the blood glucose readings. At an unspecified time, after obtaining the alleged inaccurate readings, the patient reported feeling sweaty and treating herself with food and/or drink. At the time of troubleshooting, the cca confirmed the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k061118.